Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) earlier than expected. The device was explanted and a new device was implanted. The device was returned for analysis.